Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2018-00248. Reference exemption number e2017029.

Event description:
It was reported the plates were sitting proud. The plates were removed.

Manufacturer narrative:
An investigation was performed using a stereo microscope revealed surface damage and bending but no breakage. Further observation determined there were no indications of material or manufacturing defects. The risk and device history records were not reviewed as there was no failure found. The investigation results conclude that the root cause is patient related as no device issue was found. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.